Event description:
This rv lead was implanted on (B)(6) 1999 and was capped and replaced at the time of lead revision on (B)(6) 2017 due to high impedance. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).